Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 26.0, hardware: iphone13.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level increased to 400 mg/dl while wearing the pod for 24 to 36 hours. The pod was reportedly coming loose from the arm infusion site, causing the cannula to dislodge. The patient also noted insulin leakage and confirmed that the cannula was no longer in the body. As treatment, a new pod was applied.

Manufacturer narrative:
After internal review on (B)(6) 2026 g3 (date received by manufacture) for MDR 3004464228-2025-61075-01 should have been (B)(6) 2026.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The soft cannula was observed to be torn and shortened, measuring under specification. Due to this damage, fluid could not flow through the complete fluid path. No other leaks or tears were observed. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event.